Manufacturer narrative:
(B)(4).

Event description:
It was reported that the abutment screw (mhlas) became loose. The screw was retightened until replacement received.

Manufacturer narrative:
One friction-fit gold & ti abutment screw (mhlas) was returned for inspection. Visual inspection of the as returned product identified that the threads, body, and drive feature show signs of use. No x-rays of the loosened screw was provided to review. Therefore, based on the evaluation, device malfunction did not occur and the reported event was unconfirmed following inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. A singular root cause could not be determined.

Event description:
No further event information available at the time of this report.